Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure, fractured catheter, can be observed; however, due to the product having been used, the root cause is unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports during a femoral access procedure with a micropuncture kit. A portion of the device broke off and remained inside the patient. Attempts to retrieve the broken fragments using a snare were unsuccessful. Fortunately, the patient is currently stable, and a safety event has been formally reported.